Event description:
Pt was implanted with resorbable mesh to contain bone graft material and the surgeon used a competitor's titanium screws, which is off label use. Surgeon later removed the mesh in both locations secondary to dehiscence in one site and a draining fistula in the order.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no device was returned.